Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed, and failure analysis investigations replicated and confirmed the customer-reported complaint. The instrument was found to have a loose grip cable at the grip hub. The instrument failed the imprecise motion test and did not pass the clip test. Visual inspection of the backend revealed no evidence of a cracked clamping pulley, input disk, or input shaft that could have caused the loose cable. The probable root cause of loose grip cable is attributed to a loss of cable tension. A cracked clamping pulley and/or input shaft can cause the cable to become dislodged at the proximal end. When the clamping pulley and/or input shaft is cracked, the cable can dislodge as the input could "slip" with respect to its internal shaft causing the loss of cable tension. A cracked clamping pulley and/or input shaft can be caused by improper cleaning or sterilization techniques used during reprocessing. A dislodged cable at the proximal end can then result in the cable becoming derailed or loose at the distal end. The loss of cable tension led to imprecise motion. The probable root cause of failed clip test is not determinable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, medium-large clip applier instrument would not release clips. The procedure was completed with no reported injury.